Event description:
It was reported that a peritoneal dialysis registered nurse (pdrn) patient discovered a fluid leak on the inside of the cassette pump door of their cycler from both pump a and b after ending the patient's pd treatment. The pdrn reported not receiving an alarm prior to the leak. Fluid was discovered in the pump module area and on the external of the cassette. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The pdrn was advised to disregard using the cycler and follow instructions on alternate treatment if needed. The pdrn was also advised to use the cycler for the next day's treatment. It was reported that an alternate treatment option was not available due to the patient still being in training at the clinic. Upon follow up, the pdrn confirmed the reported event. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient was able to complete peritoneal dialysis treatment using the cycler. The pdrn confirmed that the patient was continuing with peritoneal dialysis on a clinic cycler and will attempt to use the original cycler on (B)(6) 2024. The pdrn confirmed that the cycler set was available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis registered nurse (pdrn) patient discovered a fluid leak on the inside of the cassette pump door of their cycler from both pump a and b after ending the patient's pd treatment. The pdrn reported not receiving an alarm prior to the leak. Fluid was discovered in the pump module area and on the external of the cassette. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The pdrn was advised to disregard using the cycler and follow instructions on alternate treatment if needed. The pdrn was also advised to use the cycler for the next day's treatment. It was reported that an alternate treatment option was not available due to the patient still being in training at the clinic. Upon follow up, the pdrn confirmed the reported event. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient was able to complete peritoneal dialysis treatment using the cycler. The pdrn confirmed that the patient was continuing with peritoneal dialysis on a clinic cycler and will attempt to use the original cycler on (B)(6) 2024. The pdrn confirmed that the cycler set was available to be returned to the manufacturer for physical evaluation.